Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia with glucose readings above 400 mg/dl for several hours, despite using a meal announcement correction; the user had recently used a full insulin cartridge and performed supply changes, with uncertainty about a bent cannula, and was advised to change supplies again and consider training on target settings. Symptoms included hyperglycemia. Outcomes included no medical intervention, no assistance from others, no ketone testing, and no acute health effects. Investigation included troubleshooting and user education with follow-up to confirm glucose trending back to range after supply change. Investigation of this case revealed that the device function could not be conclusively implicated and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.